Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. During troubleshooting, an infusion set tubing change was performed and the issue continued. A new cartridge was loaded to address the issue resulting in a minimum fill notification being received. Reportedly, the cartridge had been filled with 140 units. The customer loaded a new cartridge and infusion set and resumed insulin delivery. Blood glucose level was 145 mg/dl.